Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump buttons were not respond. The customer's blood glucose level was unknown. They stated that the previous insulin pump had malfunctioned because hey went into the water and there must have been a crack. They stated that the issue started about 3 weeks ago. Customer stated that the arrows first would not respond properly and now it was the middle select button. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer states that there is a response from a button. Asked which button was unresponsive. Customer states: the cus the customer stated that it occurred off and on. Customer stated pressing menu button did not take them to the menu screen. Customer stated using the up arrow allowed them to navigate screens. Customer stated using the down arrow did not allow them to navigate screens. The customer stated that this happened always. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated bolus menu was available and they were not seeing 0.0 when attempting to program a basal. Customer stated the button was not unresponsive during an easy bolus attempt. The insulin pump will not be returned for analysis.